Event description:
It was reported that this right ventricular (rv) was suspected to have fractured causing the lead of no capture at a maximum output and exhibited high pacing impedance. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.